Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; inratio 3.8; lab 5.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2008; inratio 3.8; lab 5.4; mean 5.0; confident limits 2.8 -7.2. Inratio and lab results are within the confident limit as per internal procedure tr# 0150 rev. 2. Product will not be investigated.